Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the infection has resolved.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s ipg pocket incision did not heal properly. Patient was treated with antibiotics. Subsequently, an exudate analysis was performed which revealed that the patient had staphylococcus aureus infection at the ipg site. As such, surgical intervention took place on (B)(6) 2020 wherein the entire system was explanted to address the issue.

Event description:
Additional information received indicates that patient has been treated with oral antibiotics.